Manufacturer narrative:
Upon receipt of this generator at our quality assurance laboratory, this device was thoroughly analyzed. The generator was functionally tested, and no error codes appeared. The generator passed the post (power on self-test) and it primed and flush as per specifications. Syringe and delivery device were connected with no issue. The generator passed full functional and electrical safety testing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. Based on analysis results, an investigation conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that during set up, three delivery devices displayed error 241: "prime failed - high water pressure". Three attempts were made with different rezum devices, but they did not prime, so the procedure was aborted. Probably the fault was on the generator. There were no patient complications. This complaint refers to the generator. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.

Event description:
It was reported that during set up, three delivery devices displayed error 241: "prime failed - high water pressure". Three attempts were made with different rezum devices, but they did not prime, so the procedure was aborted. Probably the fault was on the generator. There were no patient complications. This complaint refers to the generator. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.